Event description:
During a follow-up visit, the physician identified that the patient had atrial fibrillation, which should have been terminated by an ICD shock (cardioversion). The manual shock could also not be delivered because of overload.

Manufacturer narrative:
July 16, 2009. This event concerns a device that was manufactured and used outside the united states. During the FDA inspection in june/july 2009, the investigator directed sorin biomedica crm to file an MDR report for this ous event; therefore, as a result of this direction, we are filing this report. (B)(4). The tests performed on the returned lead identified the cause of the overload as described by the physician. A cut caused by a sharp tool was found at 60mm from the distal pin. As evidenced by the blood residue underneath the silicone sheath at this site, the underlying conductor coil was no longer electrically isolated from the surrounding tissue near the ICD. The short circuit was then completed by conductive fluids between the ICD and the hole in the silicone insulation. The cause of this cut is excluded as a manufacturing defect, because of the controls in place to disallow defects such as these. The specific controls in place are the air pressure hold test and visual inspections. Therefore, this cut was likely inadvertently caused by the physician during the implant procedure. The damage sustained to the insulation in the proximal end of the lead below the trifurcation resulted as a consequence of a defibrillation discharging in an inappropriate position (leak detected at 60mm from the distal pin) within the first microseconds of the shock pulse. This is evidenced by the vicinity of one of the features to the identified cut, and by the curvature of the lead components in this area. The analysis also attributed the damages sustained to the defibrillation coils and to the external sheath of the lead body at 253mm and 185mm from the is-1 distal pin to have been caused during the explant procedure. These features are also not attributed to a manufacturing defect, since it is unlikely that the physician would have implanted a lead with such defects, and because of the visual controls in place.